Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 04-may-2021. Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 10-feb-2016. On 16-feb-2016, the following information was received: the product manager and field staff confirmed that the end user used the irrigation port instead of the inflation port for inflating the balloon. An ICU healthcare provider at the user facility indicated the leaking substance was sterile water. It was also confirmed the balloon could not be inflated due to the leak and, as a result, could not be used in the patient (as it is unable to stay in place) or cause damage. The healthcare provider suggested "there was some sort of "puncture" in the balloon which caused it to leak". Another product was used without a problem in place of the leaking device. The user facility continues to use this product without any issues. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 24-feb-2016. On 14-jun-2016, the following correction was identified: initial MDR report# 1049092-2016-00050 submitted on february 10, 2016 were never processed through esg due to network error. Resubmitting the initial MDR report with the same data on this follow-up report# 02. Based on the available information, this event is deemed to be a reportable malfunction. Device return date corrected. Initial reporter: (B)(6). The original equipment manufacturer (OEM) reviewed the batch records for lot# 15fm0204 and found no discrepancies. The OEM tested the returned product and a retain sample from lot # 15fm204 and three (3) samples from other lots by injecting 45 ml of air into the samples, measuring the diameter of the balloon and observing them for 10 minutes. There was no obvious change noted. They were then measured a second time and the average difference was 0.29mm in diameter (maximum difference was 0.38mm, minimum difference was 0.14mm). The balloons were deflated and injected with 45nk if water then observed for 24 hours before extracting the water with a syringe. No blockage, leakage, or breakage was observed on any of the samples, including the returned product. The issue will be monitored through the post monitoring review process. Manufacturer report number: 1049092-2016-00050. No additional patient/ event details have been provided to date.should additional information become available a follow-up report will be submitted. Reported to the FDA on 14-jun-2016. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4). Note: there are total of three (3) devices associated with this complaint. A separate 3500a form has been completed to for two (2) additional complaints.

Event description:
The nurse reported that the fecal management system signal was leaking from the retention balloon. No patient harm occurred.